Event description:
It was reported that pump battery did not charge despite using different wall outlets, charging cables, and wall adaptors. There was no reported impact to the customer¿s blood glucose level. Customer support arranged for pump replacement, instructed customer to let battery fully deplete before return, provided storage and return instructions, and customer declined to share information about backup insulin therapy.